Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: chest pains. A patient reported they were hospitalized. Their meter allegedly would only prompt error 2 message. The result on their meter was error 2 and patient unable to test. The result from the hospital was unknown. The time difference between patient's meter and the hospital was unknown. Treatment was unknown. Patient stopped taking insulin because the patient was unable to get a reading. No further info has been reported.